Event description:
A malfunction alarm was reported by the customer, specifically identified as malfunction code 12, which had occurred at least three times with the current pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to put the pump into storage mode and to return it using a pre-paid label within 10 days, and a replacement pump was arranged, while the customer used multiple daily injections to ensure continued insulin delivery.